Manufacturer narrative:
The customer service representative performed troubleshooting by guiding the customer to go into the customer service mode. It was found that the meter port was contaminated. The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she obtained blood glucose readings of 399 mg/dl, 264 mg/dl and 59 mg/dl within 10 minutes on a contour next link meter. The customer had symptoms of hypoglycemia such as extreme hunger and dizziness. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed using the returned contour next link meter and contour next test strips from lot # 8hpeg12a, which gave satisfactory performance.